Event description:
It was reported that the patient was experiencing pain. It was noted that the patient was also experiencing discomfort at the ipg site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned. Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was not only explanted but was also replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain. It was noted that the patient was also experiencing discomfort at the ipg site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned.